Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump and advised the caller to use mdi as backup therapy to ensure insulin delivery is not interrupted. Cts informed the caller that a replacement pump with updated software would be shipped and provided instructions for using the g7 sensor with the new pump. The caller was instructed on storage mode procedures and was asked to return the malfunctioning pump using the provided return box and prepaid label within 10 days. Shipping address was confirmed, and the caller declined the need for a delivery signature. Training would be available through the customer's tandem source account.